Event description:
Re-evaluation of the complaint event determined the complaint is alleged against the broken blade which resulted in the need for revision surgery and may be associated with the allegation of non-union. A complaint was not alleged against the other reported parts, therefore, the medwatch report part number 211.890, 217.100, lcp dhhs compression screw is hereby rescinded. This report is 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient/case ID# (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
It was reported that the patient was found to have broken dynamic helical hip system dhhs blade and non-union of a left transcervical femoral neck fracture on a routine post surgical office visit on (B)(6) 2013. The dhhs construct was originally implanted on (B)(6) 2013 during an open reduction internal fixation orif procedure to treat a left transcervical femoral neck fracture, displaced. The broken hardware was removed and the revision was performed during a second orif procedure on (B)(6) 2013. Stable fixation was achieved with a dhhs 135 degree, two-hole side plate and three, 6.5 mm cancellous screws. This report is for one lcp dhhs(tm) compression screw. This report is 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No complaint was alleged against reported part and associated mdrs have been rescinded. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The screw part number was provided but the lot number was not reported. The screw is whole and intact. Except for minor scratches, the whole of the screw is in good condition. No anomalies were noted, visually. This screw conforms to all pertinent dimensions; therefore, this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Date of (B)(6) 2013 was mistakenly omitted from follow-up report #2. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This report is 1 of 1 for (B)(4).